Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens but the haptic was bent. The lens was not inserted. This is one of two lenses used for this patient - see MFR report #2023826-2012-00949.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found both haptics bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).